Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/11/2016.it was reported that patient underwent diagnostic urethroscopy, diagnostic cystoscopy, cystoscopy with hydrodistention, cystocele mesh revision and rectocele mesh revision on (B)(6) 2014 due to a&p vaginal mesh exposure and interstitial cystitis. No additional information was provided.(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with bso due to sui, uterine prolapse, cystocele and rectocele. It was reported that following implantation the patient experienced recurrence, bleeding and urinary problems. It was reported that the patient underwent revision/removal on (B)(6) 2009 due to pain and bleeding. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.